Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels of 580 mg/dl with ketones; cause was unknown. Bg was addressed via a correction bolus. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. The customer was instructed to consult with healthcare provider regarding bg level.